Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a retrospective review of device data it was identified that this implantable cardioverter defibrillator (ICD) exhibited inappropriate shocks due to supraventricular tachycardia (svt). No other information was provided. Device remains in service. No adverse patient effects were reported.